Event description:
It was reported that the silastic portion of the patient's distal end of driveline (dl) separated from the metal connector. Clamshell was applied to the patient's driveline on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the metal connector was confirmed by the submitted photo and through an onsite evaluation performed by an abbott representative. The account reported that the patient required a clamshell repair due to separation of the distal end driveline bend relief. The patient had a clamshell installed on (B)(6) 2021. The patient remains ongoing on vad support with no further issues reported. The separation of the driveline's silicone sleeve was previously investigated, and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car #20099. Incidental findings: examination of the metal connector on the driveline revealed that the yellow alignment arrow demonstrated partial wear. The heartmate ii lvas IFU rev. C is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook (rev. C) is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 20dec2017. No further information was provided. The manufacturer is closing the file on this event.